Manufacturer narrative:
(B)(4). Method:the complaint mr210 humidification chamber was received at fisher & paykel healthcare (B)(4) and was visually inspected for cracks. Results: visual inspection revealed that the chamber dome was cracked along the base below the ø24mm port. A lot check revealed no other complaints for lot 150211. Conclusion: we were unable to determine the cause of the failure. This is the only complaint that we have received for the mr210 chamber in the past 12 months. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The damage would therefore have occurred after the chambers were released for distribution.

Event description:
A hospital in (B)(6) reported via our distributor that the dome of an mr210 adult humidification chamber was found cracked before patient use.